Event description:
It was reported that lead dislodgement was confirmed via x-ray. The lead was explanted and replaced. The patient was well after the process.

Manufacturer narrative:
No medwatch form was received.